Event description:
Hill-rom received a report from a hill-rom tech stating the beds foot brake was not locking (brakes not holding). The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the brake not holding due to a worn out brake pad. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.